Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawer was not opening. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer had failed to open. A field service engineer (fse) found the all-in-one lit up with the login screen but not connected to the network due to the cabinet power being off. The fse powered down the unit, restarted the cabinet, and once network lights appeared, powered the all-in-one back on. The medbank station connected successfully, and the customer was able to log in and access medications. However, there were issues with drawer access. The fse contacted the medbank service center, which remotely adjusted universal serial bus (usb) power settings. Both the customer and service center verified drawer access, and the station was functioning correctly. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawer was not opening. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.